Manufacturer narrative:
Device evaluated by MFR.: p elite ous mr 28 x 3.00mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break in the shaft 37cm distal to the distal end of the strain relief. Also, multiple kinks were noted along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 28x3.00mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion despite several attempts and it was noted that the shaft got kink and broke around 30cm to 40cm from the hub. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications reported and the patient was stable.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 85-90% stenosed target lesion was located in the severely tortuous and non-calcified right coronary artery. A 28x3.00mm promus element drug-eluting stent was advanced for treatment. However, the device could not cross the lesion despite several attempts and it was noted that the shaft got kink and broke around 30cm to 40cm from the hub. The device was removed and the procedure was completed with a non-bsc device. There were no patient complications reported and the patient was stable.